Manufacturer narrative:
During prep of 5fr mynx control the tension indicator was never visible, the user decided to add pressure to the syringe causing the balloon to pop. There was no patient injury. Another mynx control was used to achieve hemostasis. While prepping the mynx control, the tension indicator was never visible. The tech proceeded to add pressure on the syringe in attempt to make the tension indicator pop out, but the balloon popped and the tension indicator never deployed from the handle. A new device was used and proceeded to have a successful closure. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Due to the leak in the balloon of the returned device, the functioning of the inflation indicator could not be verified. The tension indicator alignment of the returned device was checked, and the frame laser mark line was found easy to be aligned between the lines on the left and right handles in the tension indicator window. The device performed as intended per the IFU. Per microscopic analysis, a radial tear in the balloon of the returned device approximately 4 mm from the balloon neck was revealed. The frame laser mark line (green component in the tension indicator window) was moved forward and aligned with the lines on the left and right handles in the tension indicator window. A product history record (phr) review of lot f2111801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, may have contributed to the reported event. The reported ¿pressure gauge inflation indicator extension difficulty¿ was not confirmed during analysis of the returned device. The inflation indicator will only extend when balloon pressure is maintained. The balloon loss of pressure likely contributed to what the user was experiencing. According to the instructions for use which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received and the malfunction code was changed from no change to tension indicator to inflation indicator extension difficulty; the malfunction code of balloon loss of pressure will remain. Additional information is pending and will be submitted within 30 days.

Manufacturer narrative:
During prep of 5fr mynx control, the tension indicator was never visible, the user decided to add pressure to the syringe causing the balloon to pop. There was no patient injury. Another mynx control was used to achieve hemostasis. While prepping the mynx control, the tension indicator was never visible. The tech proceeded to add pressure on the syringe in attempt to make the tension indicator pop out, but the balloon popped, and the tension indicator never deployed from the handle. A new device was used and proceeded to have a successful closure. No other information was provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both buttons 1 and 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. An inflation/deflation test was performed on the balloon of the returned device. The results revealed a leak in the balloon, and due to the leak in the balloon of the returned device, the functioning of the inflation indicator could not be verified. Tension indicator alignment of the returned device was checked, and the frame laser mark line was found easy to be aligned between the lines on the left and right handles in the tension indicator window. The device performed as intended per the IFU. Visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck. Visual inspection at high magnification showed that the frame laser mark line (green component in the tension indicator window) was moved forward and aligned with the lines on the left and right handles in the tension indicator window. A product history record (phr) review of lot f2111801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure during prep¿ was confirmed during analysis of the returned device. However, the reported ¿tension indicator no change to indicator¿ was not confirmed as the device passed functional analysis. The exact cause of the failures experienced by the customer could not be determined. Based on the information provided and the product analysis, the reported balloon loss of pressure was likely related to procedural factors as the customer inflated the balloon further ¿to make the tension indicator pop.¿ however, the issue experienced by the customer with the tension indicator could not be determined as there were no issues noted with the component of the device during analysis. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Additionally, the mynx control IFU in step 1: position balloon also instructs users to pull gently on the device to retract the device until the black line in the tension indicator window aligns with the marker on the side to ensure the balloon is abutting the vessel wall with the correct amount of tension. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This report was generated an error and there is no additional information to submit. Due to the system limitation, a report submission was needed.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep of 5fr mynx control the balloon popped. There was no patient injury. Another mynx control was used to achieve hemostasis. While prepping the mynx control, the tension indicator was never visible. The tech proceeded to add pressure on the syringe in attempt to make the tension indicator pop out, but the balloon popped, and the tension indicator never deployed from the handle. A new device was used and proceeded to have a successful closure. The device is available for analysis.